Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's right knee on (B)(6) 2021 (reported as 'outside cors scope'). As originally reported: "patient had a primary right tka outside cors scope. The patient developed infection and underwent a revision on (B)(6) 2021. The patient got re infected and underwent a second revision on (B)(6) 2022. All components where revised.